Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted quickly and shut off overnight multiple times. Review of pump data logs by tandem technical support showed the pump battery depleted from 40% to 5% within one minute prior to shutting off. The customer's blood glucose level was 169 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.